Event description:
A customer contacted beckman coulter regarding erroneous hemoglobin (hgb), and platelet (plt) results that were generated by the coulter ac t diff instrument. Hgb: an initial hgb result was 11.1g/dl and 14.8g/dl upon re-ran. The patient original sample was re-run for hgb once more and the result was 14.9g/dl. Plt: an initial plt result was 268 x 10 (to the 3rd power) cells/ul and 283 x 10 (to the 3rd power) cells/ul upon repeat. The pt original sample was re-tested for plt once more and the result was 279 x 10 (to the 3rd power) cells/ul. The results were reported to the physician and the pt was sent to a hosp. A fresh sample was collected from the pt at the hosp and tested for hgb and plt. The hgb result was 10.4g/dl. The plt result was 119 x 10 (to the 3rd power) cells/ul. Both hosp results were flagged with an "l" flag ("l - result is lower than the low patient sample limit"). Based on available info, there was no affect to pt treatment as result of this event.

Manufacturer narrative:
Qc was within specifications prior to the event. Qc was not run after the event. The erroneous results occurred in primary mode of operation. The sample was collected via venipuncture in a 4ml, edta tube and tested in less than 5 minutes after collection. Service summary: a field service enginner (fse) was dispatched to the customer lab on 11/28/06. The fse inspected the instrument and found no problems. The fse reviewed qc data and all results were in range. The fse verified the instrument reproducibility. The fse verified the instrument repair per established procedures. The root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.